Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was broke on (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.